Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (B)(6) 2016 and the excess skin was excised. The implanted device remains.

Manufacturer narrative:
This report is filed, may 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the abutment site. The implanted device remains.